Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. The following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj (B)(6) 05 june 2025. The failure analysis and testing dept. Received part number 0160-00-0123 touch screen serial number (B)(6) with a reported unit failure of touch screen not responding. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0160-00-0123 touch screen serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the touch screen to factory specifications per procedure number 0002-07-d016 revision f and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Observed that the cardiosave would not boot up with a blank touchscreen. The fat dept. Was able to confirm the complaint that the touch screen was not responding. The touch screen failed testing. Retaining the touch screen in the fat per procedure number 0002-07-d008 rev. Au.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use that a cardiosave intra-aortic balloon pump (iabp) had touchscreen malfunction. No patient was involved.

Manufacturer narrative:
Updated fields: b4, d9, e1, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. Due to character limit in e1: full initial name: (B)(6). A getinge field service engineer evaluated the device, he was able to reproduce the customer stated complaint. He replaced the touch screen, calibrated, functional testing and resolved problem. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part touch screen into the cardiosave test fixture and tested the touch screen to factory specifications per procedure revision f and the cardiosave service manual part. The fat dept. Observed that the cardiosave would not boot up with a blank touchscreen. The fat dept. Was able to confirm the complaint that the touch screen was not responding. The touch screen failed testing. Retaining the touch screen in the fat per procedure.

Event description:
N/a.

Event description:
N/a.